Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the foley catheter had debris in it.

Event description:
It was reported that before use the foley catheter had debris in it.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (6) photo samples. The first photo sample shows the overview of the silicone foley catheter. The second and third photo shows the product packaging. The fourth and fifth photo shows the foreign material in the packaging. The sixth photo shows the inflation valve/cap. Visual inspection noted foreign material measuring (0.25mm2) and located inside the open packaging. Sample was evaluated and found there was a foreign particle inside the open packaging of the returned catheter. There were no abnormalities on the others component of the returned package. This does not meet specification which states " product /assembly must be free from visible loose or embedded foreign matter larger than an aggregate total of 0.6mm2. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.